Manufacturer narrative:
Common device name: the device was used for an off-label indication. The indication used for was migraines. (B)(4).

Event description:
Information was received from a consumer with a neurostimulator for non-malignant pain and migraines. The patient reported the implantable neurostimulator (ins) became infected at the ins site on her side. It was also reported the patient was allergic to the metals in the ins. The patient just had the ins for a couple months; it was taken out in 2013.